Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer stated she had compared her results with the home nurse's meter (comparison results were not provided by customer). The customer is concerned with test results from results obtained of 273 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 252 mg/dl using truemetrix meter and 247 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (time not set): a 273mg/dl, (B)(6) 2017 12:18 pm, fasting:yes. A 169mg/dl, (B)(6) 2017 09:33 am, fasting:yes. A 144mg/dl, (B)(6) 2017 09:24 am, fasting:yes. A 128mg/dl, (B)(6) 2017 09:32 am, fasting:yes. A 137mg/dl, (B)(6) 2017 09:23 am, fasting:yes. Memory concerns:a ll results obtained. Customer called in stating that the meter is reading inaccurate when she compared the results with the home nurse's meter.